Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The patient was enrolled in the (B)(4) study with a lesion in the left common carotid artery bifurcation. The lesion had a 90% stenosis, was eccentric, severely calcified and 20mm in length and 6.5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was deployed with a final stenosis of 30%. During removal of the angioguard it was noted that the capture sheath would not track through the previously placed stent in order to gain capture of the filter basket. Another device was used in an attempt to cross the lesion to no avail. The stent was dilated after which the capture sheath was able to be advanced past the lesion and facilitate capture of the filter basket. There were no anomalies noted on the capture catheter. There was no patient injury reported. The patient's medical history includes: cardiac arrhythmia, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. Note: lake region lot number 04405957 which is cordis lot number 70209530 per lake region report (B)(4): lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 04405957. This packaging lot contained 54 units, which were shipped from lake region medical on (B)(4) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and procedural factors and is not related to a product quality issue.

Event description:
The patient was enrolled in the sapphire study with a lesion in the left common carotid bifurcation. The lesion had 90% stenosis, was eccentric, severely calcified and 20mm in length. The vessel was 6.5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was deployed. The final percentage of stenosis was 30%. During removal of the angioguard it was noted that the capture sheath would not engage the filter. There was no patient injury reported.